Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital complaining about chest pain. On device interrogation right ventricle capture caused patient extreme chest pain with as little as 1 beat. This occurred from high output all the way to loss of capture, at which point the pain subsided somewhat. Lead perforation was suspected. Decision was made due to recent onset of symptoms and patient having lasting pain and anxiety from rv capture that lead should be revised. Rv lead was repositioned to rv septum without issues. No further patient complications have been reported as a result of this event.